Manufacturer narrative:
The suspect power enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 9 january 2017. The representative reported that the error code was found within the error logs of the imaging system. A replacement charger enclosure was then shipped to the medtronic representative. The representative then replaced the charger enclosure on 11 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger enclosure has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, when performing a system checkout that an error code for the charger enclosure of the imaging system was found in the logs. No additional information was provided. There was no patient present when this issue was identified.